Event description:
The lay user/patient contacted lifescan alleging the meter has a blue spot on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Event description:
The covidien representative in italy received a report that the customer stated "the cannula of the tracheostomy tube does not fit precisely with the inner tube and with the red cap." "There were no injuries to the patient, but there was discomfort during normal daily activities." "Since water seeps through, the cannula was changed with new one."

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.